Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) since early 2019. A surgical procedure was performed in which the existing device was removed and replaced. During the procedure it was indicated the apparent cause for the incontinence was fluid leak from the device, making it impossible to properly activate the cuff.

Manufacturer narrative:
A1, d8, h2, h10 updated. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) since early 2019. A surgical procedure was performed in which the existing device was removed and replaced. During the procedure it was indicated the apparent cause for the incontinence was fluid leak from the device, making it impossible to properly activate the cuff.